Manufacturer narrative:
The device was received for evaluation. During functional flow rate testing, the pump did not deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not dispense the correct amount during therapy. During normal saline bolus, the pump alarmed that the bolus was finished but half of the bag remained. There was report of medical intervention but no report of patient injury and no information describing a specific adverse event.